Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# unknown implanted: explanted:(B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that stimulation was not delivered during normal use. The device settings were not known. No x-ray images were available. No telemetry data was available because the rep has not visited the office. It was unknown if there were any contributing factors. The action taken to resolve the event was the lead position will be adjusted or lead will be replaced on (B)(6) 2017. Also stated as the system was to be replaced on (B)(6) 2017. The issue was not resolved at the time of this report. The physician¿s observation regarding severity was not severe. Additional information was reported that prior to the surgery, normal impedances were noted without any issues during measurement. On (B)(6) 2017 as the ins and lead were removed from the patient¿s body, they were replaced to be on the safe side. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the event was resolved.